Event description:
New information states that the lead was capped and replaced on (B)(6) 2019 for noise oversensing. The patient was in a stable condition.

Event description:
New information states that new episodes of noise were noted on (B)(6) 2018 leading to high ventricular rate. The patient was asymptomatic. Noise was reproducible with arm movements. Lead revision was discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise which was presented as high ventricular rate on remote transmission. Noise was reproducible with arm movements. Programming changes were made. The patient was in a stable condition.